Manufacturer narrative:
It was reported to abbott, a patient¿s system was disconnected for a back surgery they had in 2022 and the ipg was left implanted. The patient wanted to have the full system reimplanted. During the procedure, the physician was able to completely remove the remaining leads and ipg. Unfortunately, he was unable to get epidural access in order to implant a new system due to the patient¿s new fusion. The patient was going to be referred to a neurosurgeon for a paddle implant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-00499. It was reported that both patient's leads were cut, the distal end removed, and a portion of the patient's leads remained still implanted during an unrelated back fusion surgery in 2022. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the remaining leads were explanted to address the issue.